Manufacturer narrative:
The customer was contacted for return of the product. The product has not been returned for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device had a system failure alarm and no video display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complainant is still under investigation.